Event description:
It was reported that the stretcher could not be pumped up at the head end. There was no patient involvement or adverse consequence reported.

Manufacturer narrative:
The device was not returned to the manufacturer. A customer representative reported that the pump piston was jammed. The pump piston was un-jammed and the pump now functions properly.